Event description:
Customer reported erroneous high hemoglobin test results for the one patient sample were generated on (B)(6) 2014 when using the coulter® lh 750 hematology analyzer. The customer reported observing excessive h&h check failures on (B)(6) 2014. H&h check failures are operator defined messages generated when the hemoglobin and hematocrit test results do not match defined criteria, and prompt the operator to review results. There were no erroneous test results on (B)(6) 2014. The customer noticed the same issue with 10 to 12 patient results, however the customer cycled them for troubleshooting purposes since the customer attempted to clean the apertures to resolve the issue. The customer discontinued normal use of the instrument after the issue was noticed, and used another lh 750 in the laboratory for patient samples. Erroneous test results were not reported out of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(6) 2014, the field service engineer (fse) evaluated the instrument and found sticking actuator at valve vl4 causing erratic hemoglobin results. The normally open pathway to vent the hemoglobin cuvette was closed due to actuator sticking and not allowing the hemoglobin cuvette to drain properly. The fse replaced vl4 actuator to repair the instrument.